Manufacturer narrative:
Title: the impact of stapling technique and surgeon specialism on anastomotic failure after right-sided colorectal resection: an int ernational multicentre, prospective audit. Source: colorectal disease, the association of coloproctology of great britain and ireland, volume: 20, 2018, (1028-1040), date of publication: 14 may 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 10: according to literature source of study performed between 15 and january 2015, with the final patients enrolled on (B)(6) 2015, this study aimed to determine the relationship between stapling technique and anastomotic failures after right hemicolectomy and ileocaecal resection. One thousand three hundred and forty-seven patients were included from 200 centers in 32 countries. The study showed no difference in leak rates with a cutting or non cutting stapler to close the apical enterotomy after stapled side-to-side right-sided ileocolic anastomosis. It also did not find any benefit to anastomotic leak rates for suture reinforcement of the staple line. It was reported that 112 out of 1347 patients experienced anastomotic leak and/or intraperitoneal fluid collection.